Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera ultrasonic bronchofibervideoscope ultrasonic probe tip fell off, including the bending section cover. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the tip of the ultrasonic probe was broken and fell off. Upon further inspection, it was also observed that the ultrasonic image disappeared at an angle. In addition, an ultrasonic interference wave was observed when the video system was on or off due to breakage of the vibrator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the ultrasonic probe tip falling off was unable to be identified. Olympus will continue to monitor field performance for this device.